Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Evaluation of the sample by baxter and (B)(4) confirmed that there was a tear in the pouch. However, due to insufficient information available, root cause could not be conclusively determined. (B)(4) investigation report states that they perform a lot final approval to verify post-sterilization product conformity. According to (B)(4) report, the device history file review conducted and no issues were found. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that the pouch was damaged before it was removed from the carton. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.